Manufacturer narrative:
Based on the limited information provided, no conclusions can be made. At this time the patient was unable to provide a lot number; therefore, a review of the manufacturing records could not be conducted. The patient was asked to follow up with davol should any additional information become available. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: the patient reports that sometime between 2005 and 2006 she was implanted with a non bard/davol "prolene" mesh for the repair of a hiatal hernia. Postoperatively she experienced abdominal pain and discomfort. She reports that in (B)(6) 2009, she underwent a procedure to remove the previously placed mesh and was at that time implanted with a bard composix mesh. In 2010, she started experiencing severe abdominal pains, sharp at times and a "pulling" sensation associated with swelling and difficulty with bowel movements. Between 2010 and 2016, the patient reports to have had multiple visits to the hospital ER and was admitted for several days each time due to the complaints of severe abdominal pain and swelling. As reported, the doctors that had evaluated the patient indicated she would need to see the surgeon who implanted the mesh, as they were unable to assist the patient with her condition and would not be willing to provide any surgical intervention. The patient states that she is currently experiencing abdominal pain and is seeking another medical provider to consult with regarding her medical problems. She reports that she is not currently taking any prescription pain medications to treat her pain as she is not being followed medically at this time.